Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy with bilateral salpingectomy, prior to the colpotomy step, the operating room team interface (orti) went blank and briefly displayed a ¿signal lost¿ message before the message disappeared and the screen remained black. The orange indicator light on the back of the orti monitor was illuminated. The cables at the rear of the monitor were visually checked and gently reseated to ensure they were fully inserted; however, no cables appeared loose and this did not restore the display. As visualization of the surgical field remained available on a secondary theatre monitor, the procedure continued using that monitor and the case was completed. At the end of the procedure, the system shutdown process was initiated; although the orti screen remained black and the shutdown confirmation prompt was not visible, the known location of the confirmation button was selected, and the system completed a normal shutdown sequence. The system was subsequently power cycled, after which the medtronic startup screen appeared on the orti, and the display returned to normal function. There was no patient injury.